Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with a lowest continuous glucose monitor reading of 44 mg/dl for approximately 30 minutes; the patient had already treated the event with oral carbohydrates including milk and crackers, and glucose levels were trending upward at the time of contact. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included recovery to target range without escalation of care. Investigation included troubleshooting with customer support and transfer to clinical support for potential pump setting review. Investigation of this case revealed no confirmed device malfunction; the cause of the hypoglycemia remained unclear despite review and education. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.